Event description:
It was reported that the patient had a magnetic resonance imaging (MRI) scan on (B)(6) 2015. The pump showed it stalled and did not recover. The representative re-interrogated the pump and the motor stall recovery occurred and was noted and logged in the pump logs. Only one stall was noted in the logs. Telemetry state was discussed as the pump was planned to be replaced. The representative was to discuss telemetry state with the physician but she thought the physician would choose to replace the pump. The patient had been told the pump would be replaced. The patient did not experience any symptoms as a result of the motor stall. This device system delivered fentanyl, clonidine, baclofen, morphine, and inapsine. Additional information was requested to verify the resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).